Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient called stating that they experienced low blood glucose after announcing a meal. The patient had consumed ribs, corn, and a root beer float and announced a usual dinner, but they had already been running low prior to the announcement. The patient was reminded not to announce meals when already experiencing low blood glucose. The patient then noted that their glucose continued to drop and treated the low with glucose tablets. By the end of the call, their blood glucose was rising and returning to range. The patient confirmed that their blood glucose levels were affected, with the lowest reading of 47 mg/dl and approximately three hours spent outside of the target range. The patient used glucose tablets as back-up therapy and required no assistance administering them. No ketone testing was performed, and there were no recent steroid injections. The patient did not receive professional medical intervention or other assistance. No immediate health effects such as loss of consciousness, dizziness, or dka were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.